Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was further described as "being careless on their part" and also due to bacteria from the skin. The patient visited the emergency room and stayed there for 24 hours. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain. The breach in aseptic technique was further described as "being careless on their part" and also due to bacteria from the skin. The patient visited the emergency room and stayed there for 24 hours. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.